Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced pain at the ipg site approximately in (B)(6) 2019. As a result patient had a revision of the pocket site on (B)(6) 2019, where the ipg that was originally implanted in the flank area was moved up about 6 inches. Effective therapy was established post operation .